Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms / damaged cable) was confirmed. As received, the belt failed the ECG fall-off test. Upon evaluation, the cable connecting the distribution node (dn) and front therapy electrode (te) was cut between ECG electrodes a and b, damaging internal wires. The cause of the constant gong alarms and test failure is the damaged cable and wires. The root cause of the damaged cable and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged cable.